Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified iliac artery. A 6.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed two times. However, during the second inflation at 14 atmospheres in 10 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.